Manufacturer narrative:
Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Please note that this is the gender of the majority of patients reported in the article. Please note that this date is based off the date of publication of the article as the actual event date was not provided. Other relevant components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: 3389, serial# unknown, product type: lead. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. The reported events were from the following literature article: sitnikov ar, grigoryan ya, mishnyakova lp. Bilateral stereotactic lesions and chronic stimulation of the anterior thalamic nuclei for treatment of pharmacoresistant epilepsy. Surgical neurology international 2018; 9: 137 doi: 10.4103/sni.sni_25_18. If information is provided in the future, a supplemental report will be issued.

Event description:
The following events were reported in a literature publication: reported events: 1 male patient with ant dbs for treatment of epilepsy experienced an infection along his extension cables, which resulted in explant of the implantable neurostimulator (ins) and the extension cable lines with preservation of intracranial electrodes. 1 patient with ant dbs for treatment of epilepsy experienced a small asymptomatic subcortical hematoma/hemorrhage of the right frontal lobe along the electrode tract. The hematoma had a volume up to 3 cubic centimeters. It was noted that this was revealed on a postoperative MRI. The authors stated that this could have occurred either during mer insertion or insertion of the stimulating electrode. 1 patient with ant dbs for treatment of epilepsy did not respond to stimulation well. It was noted that the patient had had positive MRI and extensive brain lesions. The patient discontinued stimulation two years after the surgery due to the subjective unsatisfactory assessment of its effectiveness leading to subsequent explant of the dbs system. The following device information was provided in the article: lead model 3389.